Manufacturer narrative:
Results: pivot block.

Event description:
It was reported by service report that the pivot blocks had to be replaced. It is unk if there was pt involvement or if there are adverse consequences to report.